Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery could not be charged. There was no reported impact to the customer¿s blood glucose level. Multiple attempts were made to follow up with the customer regarding their bg at time of event; however, no response from the customer was received. Reportedly, customer continued to use the pump for insulin therapy.